Event description:
The customer reported that the system would shut down when it was moved. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable strain relief was retightened. The system was then found to be operating as intended.